Manufacturer narrative:
Updated fields: b4, e1 (event site email), g4, g7, h2, h10

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to evaluate this unit. Onsite the fse tested the device and could not duplicate error. During inspection of the error logs, code fill-fail- iab disconnect 0x2f7c is displayed, as well as iab disconnected. Device has been tested per manufacture specs and issue could not be duplicated. Device returned to clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not inflating. It is unknown if there was any patient harm/injury; however there was no adverse event reported.